Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional potential adverse event (pae) found during the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The cutting wire was broken. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured, the result indicated no abnormalities. The length of the cutting wire and the coated portion was measured, the distal side of the coated portion was missing approximately 1.5-5.5 mm. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During inspection, an additional potential adverse event (pae) was found: the covering of the knife wire was peeled and dislodged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. However, a likely mechanism causing the cutting wire breakage is as follows: 1. The cutting wire (where the wire coating was torn) encountered the distal end of the endoscope when the forceps elevator was raised. 2. Under the circumstance described above, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Moreover, it is likely that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was likely rubbed due to contacting a metal area of the endoscope. Furthermore, it is likely that a force was applied to the coated portion of the cutting wire when the device was withdrawn from the endoscope after the coated portion of the cutting wire had torn. This likely caused the coated portion of the cutting wire to detach from the cutting wire. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ ¿when activating output, set the output mode of the electrosurgical unit to 'cut' or 'blend.' Activating output in the 'coagulation' mode could break the cutting wire.¿ ¿do not activate output when the distal end of the endoscope is too close to or in contact with body cavity tissue. This could burn the tissue and/or damage the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v wire broke as they started sphincterotomy. The issue was found during a therapeutic interventional endoscopic retrograde cholangiopancreatography (ercp). The facility completed the intended procedure with another similar device. There was a delay of approximately 15 minutes, but the outcome of the patient was successful. There were no reports of patient or user harm associated with this event.